Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection white particles ranging in size from 0.85 ¿ 1.23 mm were observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate device was observed with particulate matter within its reservoir. This was observed prior to patient use. The device was filled with an unknown amount of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently under evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.